Event description:
Per the provider, the increased seizures were related to low generator battery. The seizures were noted to be below pre-vns baseline. No other factors were believed to be related the seizures. No additional relevant information has been received.

Event description:
Patient had a generator replacement. Per hospital policy, the facility usually discards explanted products. No additional relevant information has been received.

Event description:
Clinic notes were received and it was reported that the patient was having increased spells and was referred for battery replacement. Patient's generator was interrogated and no issues were observed. Battery was at 25-50%. No known surgery has occurred to date. No additional relevant information has been received.